Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed occlusion test low @8.7 psi. The product fault occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a crack to the rear housing and contamination to the downstream sensor. Review of the event history log (ehl) showed no disposable. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the contamination of the downstream sensor. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.